Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a closurefast catheter. It was reported that one part of the radio-frequency catheter detached in the patient when removing it from the patient. An incision was made in order to find the missing component. Another catheter was used to complete the procedure.

Manufacturer narrative:
Additional information: IFU was followed. Guidewire was not used for catheter insertion. The procedure was extended by 5 minutes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the closurefast catheter was returned and no ancillary devices, cine, images or procedure notes returned for evaluation. The catheter was returned detached with the distal end detached from the proximal to the catheter. In the distal section, there is evidence of tensile stretching of the coil winding during catheter separation. The detached portions were returned to analysis lab. The tip ball was still present on the distal tip. The catheter was returned detached with the distal end detached from the proximal to the catheter. Catheter tip detachment is confirmed. If information is provided in the future, a supplemental report will be issued.